Event description:
The customer reported that when the c-arm was rotated, an x-ray disabled and a communication error appeared on the c-arm control panel and the system powered down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was repositioned and all ccd connections were reseated. The system was then found to be operating as intended.